Event description:
It was reported that the lead fracture was suspected. The patient alert was tripped and oversensing and high impedance was noted. The p/s part of the lead was replaced and the lead is still in use for hv coils. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lead alerted for measured high impedance on the rv defib coil portion.

Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv defib impedance steady at 50 ohms through (B)(4)-2014, increases to ~75 ohms between (B)(4)-2014 and (B)(4)-2015, rises out of range (> 200 ohms) on (B)(4)-2015.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.